Manufacturer narrative:
Date sent: 03/20/2009. Info is unavailable; device was not returned for eval.

Event description:
It was reported by the affiliate that during an appendectomy procedure, the hand switch did not function properly. No error code was displayed. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.